Event description:
The sjm valve was explanted and the pt underwent an aortic root replacement where a smaller 19 mm sjm trifecta valve was implanted. Intraoperatively, it was observed that half of the circumference of the valve was detached from the annulus due to an abscess.